Event description:
Event description guidant received information that at the implant procedure for this lead a guide wire was inserted from subclavian vein and when the lead was inserted, some resistance was felt. Good measurements could not be obtained, and when seen through angiography from right and left side, the lead appeared to be outside the blood vessel. The procedure was discontinued. An echocardiograpy exam was performed and the results showed no damage to the blood vessel and no anomalies. The patient's blood pressure was normal. It was noted that the lead was inserted away from the vessel.